Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the air/water nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the forceps channel, it is possible the reprocessing could not properly of efficiently be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, the air/water tube and cylinder had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was foreign material in the air/water tube and cylinder. The additional evaluation findings are as follows: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the scope connector case unit had a scratch, due to damage on the channel tube, water tightness was lost, due to wear of the angle wire, the play of the "up/down" knob was out of standard, due to wear of the angle wire, the play of the "right/left" knob was out of standard, the objective lens had a scratch, the light guide lens had a chip and the adhesive on the bending section cover had a discolored area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.